Event description:
It was reported that during a follow-up, decreased sensing was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 10.7-13.0cm and 16.3-18.8cm from the distal end. External insulation abrasion was found at 23.3-23.6cm from the end of the connector pin. The etfe coating was intact at these locations.